Manufacturer narrative:
Correction b5: it was reported that a spectrum pump over infused. Correction: d1: brand name, d4: model #, d4: unique identifier (UDI) #, g4: combination product. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the customer reported 'over infusion' was not reproduced. The device was tested for flow accuracy and delivered within specification. A review of the event history log revealed no abnormalities that could cause or contribute to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed over infusion. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.